Manufacturer narrative:
B3: event date is asked/unknown. Continuation of d10: product ID 8780 serial# (B)(6)implanted: (B)(6)2024 explanted: (B)(6)2026 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was with an implantable pump for intractable spasticity. It was reported that the pump pocket developed an open area at the incision. It was unknown if there were any factors that may have led or contributed to this issue. No troubleshooting was performed. Interventions taken to resolve the issue included a pump and partial catheter explant. The issue was resolved at the time of the report. The healthcare provider (hcp) had no further information for the manufacturer. It was reported that the device would be replaced in the future.